Event description:
Patient having coronary bypass surgery. Cardioplegia had been administered. Pump perfusionist was running perfusion pump during procedure and it was failing to cool the cardioplegia correctly and md noted the heart was not as cool as usual. Pump perfusionist could not get the board on the equipment to work. Machines were switched out and the non-functioning machine was sequestered. Quest service engineer serviced pump on (B)(6) 2011; he advised our bio-med rep that he was able to reproduce the failure as described by the pump perfusionist. He could not switch the toggle to cold. He replaced the circuit board and verified operation.